Manufacturer narrative:
The x2 pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No impact to the customer's blood glucose. Customer used cold insulin to fill cartridges. Additionally, the customer removed and re-added insulin to an already loaded cartridge. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.